Event description:
It was reported that this right ventricular (rv) lead exhibited poor fixation to the cardiac resynchronization therapy defibrillator (crt-d). Additional information is being requested from the field, as the patient will be followed up. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.